Event description:
It was reported that the patient stated the pulse generator has shifted and moved inside his body. He has been in pain since sunday. Technical services referred the patient to the doctor. Later, the entire system was explanted but not replaced. There were no additional adverse patient effects.